Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead in a pacemaker dependent patient. The cause of the event was due to suspected lead damage, although it was not confirmed. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were oversensing noise and conductor fracture. As received, a complete lead was returned in three pieces. The reported event of oversensing and noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impressions on the middle portion of the lead. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone. The reported event of conductor fracture was not confirmed. Visual and x-ray examination of the lead did not find any conductor fractures. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that the rv lead was explanted and replaced to resolve the event. A lead fracture was confirmed.

Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead in a pacemaker dependent patient. The cause of the event was due to suspected lead fracture, although it was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.